Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 10 months after the dental implant was placed in ada site #12 of the patients mouth loss of osseointegration ws verified. The device will be forwarded to the manufacturer for investigation. The patient reported pain at the time of implant removal, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that 10 months after the dental implant was placed in ada site #12 of the patients mouth loss of osseointegration ws verified. The patient reported pain at the time of implant removal, no further complications were observed.